Event description:
Pt described as near terminal was being paced with the device in the hosp's telemetry unit. According to the reporter, the device stopped pacing and displayed a service message. A backup was called for and immediately used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clincian's assessment of the pt's viability and the immediate availability of a back up pacemaker.